Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older. Device evaluated by MFR.: promus element mr ous 3.50 x 16 mm stent delivery system was returned for analysis. The entire stent was found to be damaged. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 22-jul-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.5mm x 16mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a pre-dilatation was performed, a 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and completed the procedure with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.